Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2018-03118: the patient is implanted with two leads and the manufacturer is unable to determine which lead is liable. It was reported the patient has lost effective stimulation due to lead migration. A company representative attempted to troubleshoot the issue with reprogramming but was unsuccessful. Surgical intervention may be pending to address this issue.

Event description:
Device 2 of 2: reference MFR. Report: 1627487-2018-03118. Follow up information identified the patient underwent surgical intervention for the lead. During the surgery, the physician found one of the leads was placed anteriorly, therefore causing the patient to be unable to receive effective stimulation to the target area. As a result, the physician explanted and replaced the patient¿s lead. Postoperatively, effective stimulation was restored.